Manufacturer narrative:
A specific root cause could not be identified. The patient sample was not available to complete the investigation.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of questionable results for 2 patients tested for free thyroxine (ft4) and thyrotropin (tsh). Based on the available data, the results for 1 patient were erroneous. It is not known if erroneous results were reported outside of the laboratory. The date of event was not provided. No patient information was provided. This medwatch will cover tsh. (B)(6) for information on the ft4 erroneous results. The initial ft4 result on the e601 analyzer was 1.97 ng/dl. The patient's initial tsh result on the e601 analyzer was 0.474 miu/ml. The sample was repeated on a siemens centaur analyzer and the ft4 result was 1.68 ng/dl. The sample was repeated on a siemens dimension analyzer and the tsh result was 0.311 miu/ml. The sample was also repeated on an abbott analyzer and the ft4 result was 1.54 ng/dl and the tsh result was 0.2921 miu/ml. It is not known if the patient was adversely affected. No adverse event was reported. The e 601 analyzer serial number was (B)(4).

Manufacturer narrative:
It was noted that the customer thinks the discrepant results may be caused by amiodanora hypothyroidism. The customer believes the results are due to an interference with trangorex.